Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, time: approximately 1135, inratio: 2.3; date: (B)(6) 2010, time: 1435, lab: 13.7; date: (B)(6) 2010, time: 1639, lab: 15.8. Three hours between meter test and lab draw. No signs of bleeding. Pt was admitted to ER, because of tachycardia, while in the hospital blood was drawn. ER physician suspects pt might be going into d.i.c.

Manufacturer narrative:
Patient was admitted to emergency room due to tacacardia (heart disease). Pt's current health condition may affect coagulation test and it may lead to unexpected or inaccurate inr results, as indicated on technical bulletin 101 and product user guide. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010, inratio: 2.3, reference: 13.8, mean: 8.05; date: (B)(6) 2010, inratio: 2.3, reference: 13.7, mean: 8.00. A 15.8 inr is excluded from comparison test due to no corresponding inr result. The mean is >5.0 and the difference is greater than 2.2 and only one inr value is greater than 5.0. These results are considered inaccurate within the context of the documented variability for inr testing. As of august 2, 2010, product is not expected to return and strip lot info is not provided. No further investigation will be pursued. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No product is expected to be returned and no product info was provided from customer. Root cause could not be determined from the info provided by the customer. No product info is available. Issue will be subjected to tracking and trending. Corrective action not required at this time.